Manufacturer narrative:
The observation of the nexus® bonescalpel® mis blade was that the device was severely twisted. Blade twisting is typically the result of improper or incomplete engagement of the torque wrench onto the tip during assembly. Once the blade is twisted, blade failure is imminent due to asymmetrical vibrational loads and weakened material. The nexus® IFU contains warnings and cautions on tip assembly to prevent blade breakage: 1.4.1 list of warnings: the nexus® ultrasonic surgical aspirator system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a biohazardous sharps container in accordance with your facility biological hazardous waste procedure. 1.4.2 list of cautions: contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip. The nexus® system should be fully tested and inspected prior to each procedure. The console, footswitch, handpieces, all cables and accessories should be examined for proper appearance and condition. 1.4.3 list of notes: contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip. The handpiece must be placed into the counter wrench. Do not attempt to tighten or loosen handpiece components by holding the handpiece case or endcap. Always use the t-wrench wrench when tightening or un-tightening the tip or an extension. Never apply a pipe or strap wrench to the handpiece case. Do not over-tighten the tip or the extension.

Event description:
A fusion decompression surgery was performed by (B)(6) on (B)(6) 2021. While preparing the nexus® bonescalpel® mis blade and tubeset (part number 110-31-2110) for use, it was reported the nexus® bonescalpel® mis blade broke during testing. For the initial testing the bonescalpel® blade was attached to the handpiece but was not tightened to the recommended tightness. The handpiece was connected to the generator and the generator petal was pressed for 1 second to check system function. It was reported that when the petal was pressed a strange noise came from the handpiece. It was noted that the 10mm blade was not tightened all the way. For the second test the blade was fully tightened on the handpiece and the petal was pressed again for 1 second to test function. During the second test half of the bonescalpel® blade broke off and landed on the mayo stand. The broken piece did not penetrate the mayo stand cover. Contamination was not noted. There was no harm to the patient, the blade did not touch the patient during the event. Misonix also received a medwatch report #(B)(4) from FDA on (B)(6) 2021. Misonix was able to trace this report to the subject complaint by part number, location (street address, city state), and date of event.